Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) ¿stopped working¿ during normal use on (B)(6) 2016. It was further reported the patient had observed the ¿doctor picture on the screen some time before the actual shutting down.¿ interrogation of the ins was performed with a physician programmer and the error message ¿invalid (1,88)¿ was displayed. Upon interrogating the ins again, ¿there was no invalid message.¿ it was found that ¿service life was ok and there was lead information still, but no programs;¿ it was found that ¿all the settings had been erased.¿ a nurse was able to reprogram the ins at that time and managed to get paresthesia in the right place for the patient. Impedance testing was performed and found the impedance values were ok. Longevity calculations were performed and indicated the expected service life was 4.2 years from the (B)(6) 2012 implant date. Since ¿it was expected the battery would run out¿ the ¿original protocol was followed and the battery was changed.¿ the patient¿s status was ¿ok¿ and they were ¿calm¿ with normal pain levels following the replacement of the ins.

Manufacturer narrative:
Device analysis for the ins revealed no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: please note that sections have been updated at this time. Additionally, conclusion code no longer applies to this report. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.